Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer had an issue with their insulin pump and the pump errors they were received. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer was advised that the device will be replaced. The device will be replaced and returned.

Manufacturer narrative:
Device alarmed trace pointers are invalid error, history pointers failed and history pointers are corrupted error, and post-reset ram crc alarm immediately after battery installation, power supply test failed during self-test during self test, and power error alarm is found in the downloaded traces due moisture damage on the electronic assembly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No an error in the motor was detected by reading unexpected value from hall sensor error alarms noted during testing.